Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device history record of manufacturing lot # was reviewed, issues were not reported. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: streamline tubing issues. Detailed inquiry description: streamline tubing with crack in line causing leaks at the saline connector port. Not able to return blood to patients.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.